Manufacturer narrative:
(B)(4). The complainant indicated that the stent remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 07, 2022 that a wallflex colonic stent was implanted in the intestine to treat occlusion due to colon cancer during a stent placement procedure performed on (B)(6) 2022. During the procedure, the stent was deployed in an incorrect location. The stent remains implanted and the procedure was completed with original stent. However, the occlusion persisted after the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.